Event description:
It was reported that the lead had migrated out of the epidural space. X-rays were taken. A lead revision was going to be scheduled. The cause of the migration was unknown. It was noted that the patient had less than 50% therapy relief at the lead location. The patient status at the time of report was alive with no injury.

Event description:
Additional information received reported the patient's revision had not been scheduled yet.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Continuation of product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2014: product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) serial/lot #: (B)(4) ubd: (B)(4) 2017, UDI#: (B)(4) update. Additional information indicates that the patient did not have a revision thus no serious injury occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had just about 100% whole body relief which lasted about two months and then the wire slide down to the middle of their back. The patient stated it was now causing them incredible pain and they couldn¿t even get the battery to connect to get anything out of it. The patient wanted to get the device fixed but had been unable to get insurance to pay for it. The indication for use was non-malignant pain.